Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs confirmed the reported complaint. Investigation has determined a fault with the supercapacitor lead to a secondary component failure on the main circuit board that resulted in a ventilation stop. Appropriate alarms (including sf82) sounded when the fault occurred which alerted the clinician/carer to intervene. Replacing the main circuit board resolved the issue. Resmed is continuing to investigate this issue and whether any additional action is required. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf 82) related to the hardware alarm controller. There was no patient involvement.